Event description:
A right frontal craniotomy for tumor resection was planned to be performed with the aid of brainlab cranial navigation system. During the procedure the surgeon: registered the pt with the navigation system; did the incisions and opened the pt's skull; could not see the tumor tissue within the visible area of the craniotomy, despite the fact that the navigation system indicated that he was in the center of the tumor; took tissue samples that were confirmed as normal tissue by pathology; closed the pt. The post-op CT scan showed a distance of about 1-2 cm between the center of tumor region and the center of the actual incision. An additional surgery had to be performed. This surgery was again performed with the aid of the brainlab navigation system and could be completed successfully. According to the hospital there were no negative clinical effects to the pt due to this issue.

Manufacturer narrative:
According to the hospital there are no negative clinical effects for this pt due to this issue. There was no direct risk of serious injury at any point of time for this specific patient, the surgeon detected the inaccuracy when comparing the info from the navigation system with the actual pt anatomy in the tumor region. However, in this specific case the info provided by the brainlab navigation system misled the surgeon, resulting in: inability to locate the tumor without the surgery; need of an additional surgery; larger craniotomy than initially intended. The additional surgery was again performed with the aid of the brainlab navigation system and could be completed successfully. The most probable root cause is that the software did not find a match to the actual patient anatomy that was as accurate as desired for this specific pt/surgery due to a combination of: suboptimal point distribution during registration and suboptimal reference array position. Apparently the inaccuracy was not detected with the corresponding verification functionalities that are available. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital.